Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was not determined. Since the lot number is unknown a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted global technical services regarding assistance with a system error (se) 2240 while using the homechoice (hc) during dwell 2 of 4. The technical service representative (tsr) explained alarm and instructed hp to end therapy. The hp will start over with new supplies. During a follow-up call, the hp stated that they were able to resume therapy successfully after starting over with new supplies. The hp stated the sample was discarded and they did not know the lot number of the supplies. The hp stated since then therapy has been going fine. There was no patient injury or medical intervention reported.